Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) recorded an inappropriate tachycardia episode due to post-sensed t-wave over sensing. The icm was reprogrammed by increasing the sense refractory. No patient condition was reported.